Manufacturer narrative:
The reported event of atrial fibrillation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 27mm trifecta gt valve was implanted. On (B)(6) 2017, the patient presented short episodes of parodistic atrial fibrillation that was treated with amiodarone via IV. On (B)(6) 2017, the patient was discharged. (Clinical study patient ID: (B)(6))